Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that after a meal and correctional bolus of insulin the patient¿s blood glucose (bg) reached 16 mmol/l (288 mg/dl) and she gave another correctional bolus (exact amount was not provided). An hour later her bg was reading at 22 mmol/l (396 mg/dl). Upon inspection it was noticed that the cannula was out of the skin and bent. The pod was worn between 24 and 36 hours on the leg. It was also noticed the adhesive pad was wet and she can smell insulin.